Event description:
It was reported that the patient had extensive charcot collapse of the right foot and ankle. Preoperative diagnosis included right foot fracture, right foot extensive collapse with cuboid dislocation, midfoot breakdown, hind foot breakdown and achilles contracture. The patient had failed conservative treatment and was indicated for reconstruction of her foot and ankle. The patient underwent extensive surgical reconstruction of her midfoot and hindfoot. The reconstruction included right hind foot and midfoot fusion using zimmer plate and screws, treatment of dislocation, achilles lengthening, extensive capsulotomies to correct severe deformity and treatment of nonunion of tarsals. Rhbmp-2/acs was used in addition to bone graft from the patient's tibia. Twenty eight days post-op, the patient showed signs of infection. The patient had developed a draining sinus tract with purulence on the lateral aspect of the right hind foot. The patient was readmitted to the hospital 76 days after the initial surgery, and returned to the or for debridement and removal of hardware. Purulence was discovered in the wound containing hardware. It appeared that some of the purulence was tracking down a cannulated screw, coming from the patient's heel. Cultures dated 2 days after the debridement procedure found (B)(6). The screw was removed. Several more screws were removed from the lateral aspect of the mid foot. The medial hardware did not appear to be involved in the infection and was left in situ. Antibiotic cement was mixed with vancomycin and packed into the wound. The patient is currently doing better and healing. The patient did not have an ongoing infection prior to surgery, and pre-implant cultures were negative. Per the medical records, this was a complex high risk initial surgery for end stage deformed non-functional foot/leg.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.